Manufacturer narrative:
Manufacturer reference: (B)(4).

Event description:
According to the reporter, during a lap sigmoid, a loading unit broke during a lap sigma resection after firing. Incision had to be extended to remove the broken unit. No extension of surgery time, no blood loss, no change of procedure, no reinforcement material used.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three (3) photographs sent by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the photos and a pmv evaluation of the returned photos. All photos show a tri-staple reload with its jaws clamped. There is tissue clamped in the jaws. The cover tube is removed from the reload. The blowout plate and half an adapter are removed from the reload. The laminates are damaged. It appears the reload it still attached to a handle through a port. Engineering evaluation of the photos was unable to reliably determine a root cause for the failures. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damage observed in the photographs. The reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Without the physical product, a root cause could not be reliably determined. Based on the product analysis, there was insufficient evidence to determine if the failure was attributed to the reported event. The file was concluded as unable to be reliably determined for each of the reported conditions. Without the physical product, a definitive root cause could not be identified. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three (3) photographs sent by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the photos and a pmv evaluation of the returned photos. All photos show a tri-staple reload with its jaws clamped. There is tissue clamped in the jaws. The cover tube is removed from the reload. The blowout plate and half an adapter are removed from the reload. The laminates are damaged. It appears the reload it still attached to a handle through a port. Engineering evaluation of the photos was unable to reliably determine a root cause for the failures. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damage observed in the photographs. The reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Without the physical product, a root cause could not be reliably determined. Based on the product analysis, there was insufficient evidence to determine if the failure was attributed to the reported event. The file was concluded as unable to be reliably determined for each of the reported conditions. Without the physical product, a definitive root cause could not be identified. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.